Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test. Unit was monitored for 24 hours and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unit was received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test due to physical damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a blank display on the insulin pump. Troubleshooting was performed and the display never returned. The customer's blood glucose is unknown. The insulin pump will return.